Event description:
Instituted cardiopulmonary bypass per normal protocol. Shortly thereafter noticed blood and fluid dripping from bottom of oxygenator. Inspection revealed all connections properly made.